Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log was performed. Per logs, the instrument was last used on (B)(6) 2022. The alleged event occurred on the 1st use of the instrument. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a loose power connection. During the operation, the power connection came off or broke off. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in fields d9, g3, g6, h2, and h3 investigation information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the reported complaint. Failure analysis found the primary finding of dislodged bipolar plug insert to be related to the customer reported complaint. For clarification, the fbf instrument was found to have a bipolar plug dislodged hard stop for the pins was not physically damaged. The housing was removed from the back end and found the conductor wires broken at the tips, where the bipolar pins attached. The breakage was clean, no pieces were missing. The root cause of dislodged instrument bipolar plug insert is typically attributed to mishandling/misuse, such as dropping the instrument. Failure analysis found the secondary failure to be related to the customer reported complaint. The bipolar pins were found to be dislodged from the proximal end of the fbf instrument. The bipolar plugs were detach from the conductor wires, yet remained within the bipolar plug insert. No pieces were missing. The root cause of dislodged fbf instrument bipolar pins is typically attributed to mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the fbf instrument to an incorrect energy cable.

Event description:
Refer to h10/h11 for follow-up information.